Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late.

Event description:
Healthcare professional reported "small liquid quantity around the left implant." "Nodular images with the t2 hypersignal, unspecific on the protocol without contrast" "left mammary implant with regular contours," this is for the left side device. The device remains implanted

Event description:
Healthcare professional also reported "a small rupture of the left mammary prothesis.¿ this is for the left side device.

Manufacturer narrative:
Reason for reoperation: rupture.